Event description:
In 2008, a lay user/patient contact lifescan (lfs) alleging that an onetouch ultra2 meter has an ok button issue. The medical affairs specialist (mas) was able to contact the pt to obtain additional info. The pt tests her blood glucose twice a day and manages her diabetes with insulin (taken with no dose adjustments). On six days earlier, at around 9:00-10:00 pm, the pt reportedly first noticed the ok button on the subject meter "stuck/sticking" and reportedly was not able to test her blood glucose. It is not known what readings the pt previously obtained, prior to the reported issue. As a result of the alleged meter issue, the pt claimed that she did not make any changes and continued with her usual dose of insulin to manage her diabetes. The mas confirmed with the pt regarding her reported symptoms of "hungry, shaky, dizzy, heart palpitations, sleepy and heavy headed" that reportedly developed after the alleged meter issue was typical of "low blood sugar" for the pt. The pt stated that she "ate food" and reportedly "felt better" sometime afterwards. The pt also added that she had been too busy and had not eaten much for the past few days, which the pt "thinks" may have contributed to her reported symptoms. However, she stated that she did not know how much to "eat" after the reported meter issue. The patient's products have been replaced. This complaint is being reported due to the following conclusions: the pt claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.